Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of occasional random jolting over the past year. The patient stated that they fell forward onto their knees about 7 weeks ago. The rep tested impedances which showed that contacts 0-7 were > 10 k. The rep reprogrammed the ins avoiding use of contacts 0-7. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.